Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump found with a scratched lens and lifting downstream occlusion seal. The event occurred during testing.

Manufacturer narrative:
One device was returned for analysis of complaint of lifting downstream occlusion seal. No relevant event history or service history was found. Visual and functional testing was performed. Lifting downstream occlusion (dso) seal was confirmed through visual inspection. The downstream occlusion (dso) seal was delaminated.